Event description:
Please refer to importer report # (B)(4).

Manufacturer narrative:
Not available, the box with the lot number is discarded by the customer after use. Undetermined because lot number is not available. A return authorization has been set up for the customer to return the device to verathon, but it has not been received yet. This is one of six broken gliderite stylets which the customer collected from (B)(6) 2013 through (B)(6) 2014, and reported all together on (B)(6) 2014. The other five broken stylet complaints are being reported under # 9615393-2014-00015, 9615393-2014-00017, 9615393-2014-00018, 9615393-2014-00019, and 9615393-2014-00020. The customer also stated that to clean the stylets, they were all washed in a washer with getinge detergent at 180-190 degrees for 30 minutes, then peel packed and steam autoclaved at 270 degrees for 5 minutes and let dry for 30 minutes. Getinge detergents may contain potassium hydroxide, which is not an approved cleaning solution in the gliderite rigid stylet instructions for use.